Event description:
The manufacturer received information alleging a ventilator's lcd screen was blank. The device was not in patient use.

Manufacturer narrative:
The ventilator was returned to the manufacturer and the customer's complaint was confirmed. The lcd to system board cable was reconnected to address the issue.